Manufacturer narrative:
Complaint is pending investigation. If additional information is made available this report will be supplemented. Sales representative indicated that the instrument that fractured was not onkos' product. No further investigation is required by onkos surgical.

Event description:
Sales representative reported that an instrument was damaged during a surgery.

Manufacturer narrative:
Complaint is pending investigation. If additional information is made available this report will be supplemented.

Event description:
Sales representative reported that an instrument was damaged during a surgery.